Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 65% to 5% after being connected to a power source. Subsequently, the pump shut off after being disconnected from the power source. Customer reported blood glucose level was 156 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.